Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported, bilateral rupture found, during a physical examination. And confirmed via ultrasound. The device has been explanted and replaced. This complaint captures the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Health effect - impact code: f2203 . No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  rupture.

Event description:
Patient reported bilateral rupture found during a physical examination and confirmed via ultrasound. The device has been explanted and replaced. This complaint captures the left side.